Event description:
Related manufacturer report number: 3006705815-2022-13762, 1627487-2022-02152 and 1627487-2022-02153. It was reported the patient had lost therapy after a few days of stretching. High impedances were noted on one lead, and x-ray revealed the lead and anchor were fractured. It was also reported the patient's other lead migrated. As a result, the patient underwent surgical intervention during which both leads and anchors were explanted and replaced. Coverage was established post-operatively. It is unknown which lead fractured and which lead migrated therefore both are being reported as fracture and migration.

Manufacturer narrative:
Date of event is estimated

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.